Event description:
It was reported that the patient had a ¿pretty good fall¿ a week prior to report. It was noted that the patient was confused for 3 days. Three days post fall, it was noted that the patient had pain and a burning sensation that started above his tailbone which moved to left side of his belly, then moved to groin and ¿butt cheek¿ and down to his left leg. The patient continued to report that if he put any weight on his left foot, it felt like it was on ¿pins and needles.¿ it was also noted that prior to fall, the patient was ¿doing great¿ but has had to increase stimulation since the fall. It was stated that the patient didn¿t ¿really get any pain relief but it took a little of the edge off.¿ it was noted that the patient¿s left leg was weaker than normal and he was losing feeling in his right leg from the knee down and that it was getting ¿real complicated to walk.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3550-39 lot# n290005, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient did not have concerns with their device or therapy. It was noted "a -little with my legs. (But it was good before.) It was noted that the patient had an appointment on (B)(6) 2013. It was noted that the patient's legs were getting worse but that it was not from the implant. It was further noted that it was from his injury. It was noted that the patient liked his implant it helped deal with. It was further noted that the patient was on no pain killers and that he liked it that way.